Manufacturer narrative:
A complete lead was returned in one piece measuring 57.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the right ventricular lead end could not be turned back after being turned out. The lead was not used and a new lead was implanted. The patient was stable post-procedure.